Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x32mm promus element drug-eluting stent was advanced to treat a lesion. However, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged. Stent strut on the first proximal row was lifted and pulled in a proximal direction extending over the proximal marker band. The undamaged section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and damage was noted at the distal edge of the tip. This type of damage is consistent with excessive force being applied to the delivery system. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that there were no hypotube kinks noted along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x32mm promus element ¿ drug-eluting stent was advanced to treat a lesion. However, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.